Event description:
Patient called to report that his starkey hearings aids are unsatisfactory due to consistent background noise and failure of his provider to follow up for proper set-up and adjustments. Patient learned that he was given the wrong hearing aids by starkey and was told that they would be replaced for the correct hearing aids but have not heard back from them. He paid (B)(6) for the hearing aids and has attempted to contact his provider but has not heard back from them and his insurance company. Starkey will not reimburse him for the devices. Patient states that he would keep the hearing aids if he can get a follow-up appointment for proper care, set-up and adjustments.